Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head failed it leak test: there was no patient involvement. It was reported the [product] [reportable customer complaint]. There were no reports of patient [harm/involvement] **. Head needs repaired procedure type - unknown ^03 when during procedure did event occur? - unknown ^09.